Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the right atrial (ra) lead exhibited oversensing of some atrial tachycardia/atrial fibrillation (at/af). It was also reported that ventricular oversensing occurred on the right ventricular (rv) lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a3dr01 ipg; (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.